Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported treating with manual insulin injections. The customer reported constant no delivery alarms on the insulin pump. Troubleshooting was done. The customer reported that the no delivery alarm from the insulin pump was resolved by a complete infusion set change. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The deice will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).